Manufacturer narrative:
This is a follow up to emdr 9617229-2020-20136. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and pain. Later patient's representative reported "severe pain", "irregularly shaped", "different in size", "alternate texture", "intracapsular rupture", "aesthetic and physical changes to breast", "fear of extracapsular rupture", "fever", "infection", "purulent nipple discharge", "lobulations on the surface of breast", "mechanical complication of breast prothesis and implant", "pain" and "edema". Patient was prescribed cephalexin and paracetamol. This record is for the left side. Device remains implanted.